Event description:
It was reported that the patient presented for a pulse generator change out. Post implant, the patient experienced palpitations due to the leads being connected to the wrong ports. The pocket was reopened and the leads were connected to the correct ports. The post operative follow-up revealed atrial undersensing and lead impedance of less than 200 ohms, so the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.